Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from the health care provider (hcp) via manufacturing representative , regarding a female patient receiving intrathecal dilaudid 10mg/ml at 4mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that there was a partial catheter explant on (B)(6) 2016, as the patient was getting no pain relief despite increasing dose and changing medications. The diagnostics included x-rays and a dye study, where they were unable to aspirate the catheter. The pump connector was removed, but the spinal portion was left in place. A new catheter was placed, and the issue was noted as resolved at the time of this report. The health care provider (hcp) had no further information. The patient status at the time of this report was "alive- no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.